Manufacturer narrative:
Pt info not available at time of this report. Software investigation is in progress.

Event description:
A site rep reported an inaccuracy with ostium seeker while in an ent procedure; stated the surgeon was less familiar with navigation. A medtronic rep walked her through completing tracer registration using the passive ent registration probe. The surgeon verified his accuracy and proceeded to the navigate phase. After some confusion about workflow for verifying instruments, they were able to verify the instrument but the surgeon claimed it was not accurate externally on the tip of the nose. The surgeon halted further troubleshooting and opted to discontinue use of navigation. The procedure was completed successfully. There was no impact on pt outcome.